Event description:
The service tech was notified by the nursing staff that in one of the operating rooms (or17) a spring arm/flat panel assembly appeared to be disengaged at the joint where the spring arm is inserted into the horizontal arm. Further use/movement of the arm could have caused additional loosening subsequently causing the product to fall. The tech found that the malfunction is related a circlip not being seated properly.

Manufacturer narrative:
There was no pt involvement and no adverse events; this product does not have an expiration date; the service tech was notified about the event by the medical staff on 2/5, but failed to report the complaint to the MFR. The development of the issue related to the circlip malfunction was reported to the MFR on 03/22/2010 by another service tech; device evaluated in the field; on (B) (6) the service tech working on unrelated service call was notified by the medical staff that in the operating room (or17) the arm holding the panel appears to be loose and may possibly fall off. The tech evaluated the arm and found the circlip not seated properly causing the arm to loosen. This event was not reported to the MFR. Another service tech was called in to service another product line and check the elbow covers for the operating room (or17). During the evaluation of the covers in the operating room, the tech noticed that the spring arm and monitor assembly was not seated properly and only being held by the brake screw. The tech evaluated the issue and found that the circlip involved in the event on (B) (6) 2010 was not seated fully which caused the arm to loosen. The tech corrected the issue accordingly by properly re-seating the circlip. Second tech reported the malfunction of the circlip to the MFR on 03/22/2010.